Event description:
It was reported that the atrial sensitivity tolerance on the external pulse generator (epg) was not within the end-user's range. The epg was returned for service. It was indicated on the return paperwork that there was no patient involvement.

Event description:
It was reported that the atrial sensitivity tolerance on the external pulse generator (epg) was not within the end-user's range. The epg was returned for service. It was indicated on the return paperwork that there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Device passed all incoming tests and bench tests.